Event description:
We received an allegation of discrepant results for 3 patient samples tested for sodium electrode (na), chloride electrode (cl) and potassium electrode (k) on a cobas integra 400 plus analyzer. On 28-may-2024 "patient 4" initial k result was 5.2 mmol/l. The repeat result was 3.7 mmol/l. On 29-may-2024 "patient 1" initial na result was 149 mmol/l. The repeat result was 138 mmol/l. The initial cl result was 96 mmol/l. The repeat result was 106 mmol/l. (B)(6) 2024 "patient 3" initial na result was 146 mmol/l. The repeat result was 137 mmol/l. The initial cl result was 95 mmol/l. The repeat result was 107 mmol/l. The initial results were reported outside of the laboratory where they were questioned by the doctor. The repeat results were believed to be correct.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
Qc was acceptable. There was no indication of a reagent performance issue. "Ise unstable" alarms were observed on the alarm trace data. On 06-aug-2024 the field service engineer (fse) completed instrument performance checks. Calibration and qc were acceptable and a 21-cup precision check was within specification. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.